Event description:
It was reported during knee arthroscopy with meniscal repair the fastfix system did not deploy. There was minimal delay to retrieve a new device and remove the malfunctioning one. Only t2 was returned for evaluation. Customer contact alex, was unaware if t1 remains in the patient or was removed.

Manufacturer narrative:
One anchor with suture was returned for evaluation. The delivery device was not returned. Visual inspection of the anchor identified it as t2. No functional testing could be performed due to the condition of the returned device. No root cause related to the manufacturing of the device can be established. (B)(4).